Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date: (B)(6) 2011. Placeholder.

Event description:
It was reported that the drill bits locked into place in the large quick connect coupling, but the drill bits would not turn when the drill was activated. This was discovered pre-op during set up, so no patient involvement.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no complaint related issues were found. The product evaluation visual inspection revealed that the driving pin in the coupling head is missing. This complaint was deemed indeterminate from a manufacturing standpoint.